Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm. The customer's blood glucose level was 166 mg/dl. The customer stated that he put in a new set in the morning, and he appeared to have some pain and discomfort. The customer tried to take out the reservoir and disconnect and rewound the pump, but the no delivery alarm still occurred.